Event description:
The internal mold (silicone) of a microclave¿ clear connector was reportedly twisted, preventing the proper introduction of the medication for the patient. This occurred during non-specific sedative medication treatment of an endoscopy procedure. Unspecified syringe infusion pumps with unspecified extension sets were also in use at the time. The device was not subjected to re-sterilization. There was no delay in therapy or adverse event/harm as result of this event.

Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending.